Event description:
Healthcare professional reported left side device rupture and "folds" diagnosed via ultrasound and MRI, and "a ruptured implant is evacuated. Flushing the litter with serum and bra. The capsule formed by the body is found paired, thickened, turbid, with the presence of siliconomas ¿ scars of a chronic inflammatory process.". The device has been explanted.

Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "presence of siliconomas". Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Crease/folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening, assessed as an unidentified tear. A piece of missing shell was assessed as inconclusive. The shell thickness within specification. ¿ granuloma: unable to observe. ¿ crease/folding of implant: not observed. No other observations observed.

Event description:
Healthcare professional reported left side device rupture and "folds" diagnosed via ultrasound and MRI, and "a ruptured implant is evacuated. Flushing the litter with serum and bra. The capsule formed by the body is found paired, thickened, turbid, with the presence of siliconomas ¿ scars of a chronic inflammatory process.". The device has been explanted.